Manufacturer narrative:
H4: the device was manufactured from june 11, 2019 - june 12, 2019. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a blue floating particulate matter inside the fluid pathway. Additional inspection with magnification with magnification verified the blue floating pm approximately 1.00 square millimeters which appeared like a plastic inside the fluid pathway. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blue plastic was observed floating inside the 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The tpn bag was compounded with 1000ml of 20% intralipid. This issue was identified during priming. There was no patient involvement. No additional information is available.